Event description:
Customer stated the product was not working well so she didn't use it often. She said 2 weeks ago she lost her tooth and shortly after got it replaced. Customer says the reason she didn't use it often is because of the condition of her teeth. She is accepting of some of the blame but states she intended on sending the product back before incident ever happened.